Event description:
It was reported the pt experienced intermittent stimulation. The symptoms began a few weeks ago. No known accident or incident was related to the event. Group impedances were fine, although electrode impedances showed open on #2 contact. The system was reprogrammed for adequate coverage, but the slightest movement caused intermittent stimulation. Add'l info has been requested, a f/u report will be submitted if add'l info becomes available.